Manufacturer narrative:
This device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. Placeholder.

Event description:
Sales consultant reports on (B)(6) 2013. The patient plate broke at the fracture site. Patient was discovered to have a mal union of a proximal tibia fracture and all hardware was removed and replaced with another plate. This is 1 of 3 devices for this event reported on complaint (B)(4).